Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear cap on distal end of cannula broke off. It was recovered and left with faulty hp2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the c-ring, the shaft of the cannula, and the cannula handle. The blunt tip of the cannula was detached/broken off. The blunt tip was observed to be hanging on the metal wire of the c-ring. The c-ring was not transected. The metal wire and the c-ring remained attached to the cannula due to the presence of a retention rib. The scope wash tubing was attached to the cannula handle. The metal wire and the c-ring remained attached to the cannula. Based on the return condition of the device as returned, we are able to confirm the reported failure for "break". The DHR for the cannula subassembly was reviewed. The vendor certifies that all the device lots manufactured conforms to all the applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear cap on distal end of cannula broke off. It was recovered and left with faulty hp2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.